Event description:
The report from the affiliate indicated that approximately seventeen and one-half (171/2) months after the index procedure, the pt complained of chest pain. The pt was taken to the hospital emergently. Coronary angiography was done and revealed thrombus in the previously implanted cypher 3.5 x 23 mm stent. The very late thrombosis was treated by aspiration of the thrombus and balloon angioplasty using a voyager 3.5 x 15 mm balloon at 12 atm for 10 sec. Left ventricular angiography was done. Balloon angioplasty was done again using a maverick 4.0 x 30 mm balloon at 6 atm for 10 sec and 12 atm for 10 sec. The pt had an additional cypher 2.5 x 28 mm stent implanted previously that was reported to have been fine at this time. The physician's comment regarding the cause of the thrombotic event was that it was because the pt is a heavy smoker (20/day).

Manufacturer narrative:
Index procedure: the index procedure was an emergent case due to acute myocardial infarction (ami). The target lesion was the proximal left anterior descending (lad) coronary artery. The lesion was reported to be: de novo, concentric, 20 mm in length, vessel diameter of 3.5 mm, a total occlusion lesion, and type b1. The lesion was not pre-dilated. A cypher 3.5 x 23 mm stent was implanted at 20 atm for 10 sec. Ivus was not done. The residual stenosis was 0%. The flow pre-procedure was timi 0 and post-procedure timi 3. An act was not measured. Approximately three and one-half (3 1/2) months after the index procedure, the pt had an emergent case done due to an ami. The target lesion was the distal right coronary artery (rca). The lesion was reported to be: de novo, concentric, a total occlusion lesion, 25 mm I length, vessel diameter of 2.5 mm, and type c. The lesion was not pre-dilated. A cypher 2.5 x 28 mm stent was implanted at 10 atm for 10 sec. The stent was not post-dilated. Ivus was done. The residual stenosis was 0%. The flow pre-procedure was timi 0 and post-procedure timi 3. An act was not measured. There was no problem noted with the previously implanted cypher 3.5 x 23 mm stent at this time. Please note that device is distributed outside the united states, however, it is similar to the united states product. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.